Event description:
It was reported that the applier didn't load the clip properly, which fell during the loading. Unk where the clip fell. No reported pt injury. No further info available.

Manufacturer narrative:
DHR investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.